Event description:
Prepared product with combination of morphine and bupivacaine total volume 1002.67 ml. Placed in a 1 liter empty bag. Dispensed and delivered. Rn went to use bag and take inventory count. Bag was empty and solution at bottom of refrigerator. The solution was never frozen. Bag found to have a 6" tear at the right seam.